Event description:
New information received notes that the lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, atrial lead noise was observed during isometric movements. Replacement procedures were discussed and the patient is not pacemaker dependent. The patient was stable.

Manufacturer narrative:
Analysis of the lead found external insulation abrasion was noted at 12.3-12.5 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of noise.